Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the swivel adapter shows the torque screw on the base has become loose and the retaining ring is missing. For this reason, it is not possible to fix the skull with the clamp; the ring must be added and the nylon washers and the retaining ring on the sleeve must be replaced because of wear. After the repair, the unit must undergo a function test and must be marked with the instance number. To resolve the issues, the swivel adapter¿s nylon washers and the retaining rings were replaced, and the unit was reassembled. The functional test was carried out successfully and the device meets manufacturer specification. Root cause - the complaint is confirmed via inspection of the unit. The torque screw on the base had become loose, the retaining ring was missing, and the unit also needed replacement of worn parts. The probable root cause is mishandling and routine wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that users report that by fixing the headboard of the mayfield swivel adaptor (a1018) on lock, the patient is not stable. No additional information has been provided.